Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The attorney is making claim against the bard/davol perfix plug(device #1). There are no claims against the bard/davol 3dmax. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The attorney is making claim against the bard/davol perfix plug(device #1). There are no claims against the bard/davol 3dmax. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 ¿ left) and (device 2 ¿ right). Per operative notes, ¿on the left side, a medium size perfix plug (device 1 ¿ left) was placed in the internal ring and anchored using sutures. On the right side, a perfix plug (device 2-right) was placed inside the internal ring and anchored using sutures.¿ (B)(6) 2017 ¿ patient had pain and was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with partial removal of perfix plug (device 1 ¿ left). Per operative notes, ¿a direct inguinal hernia defect was identified. At the deep inguinal ring there was a ball of old mesh in the ring. The perfix plug (device 1 ¿ left) was partially removed. A large 3dmax mesh (device 3) was placed into the abdominal and was positioned over the preperitoneal space."